Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing IV port was irritated by the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse advised removing the device for the irritation. Outcome of the irritation is unknown.